Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they received a low battery, changed the battery but insulin pump kept on saying insert battery and finally shut down, and a new battery does not make it turn on. Customer stated the insulin pump had cosmetic damage. The customer reported that there was a crack from the bottom side of the insulin pump up to wear the battery cap was attached. No harm requiring medical intervention was reported. The device will be returned for analysis.